Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin." Per tandem user guide, "with insulin vial upright, insert needle into vial. Inject air from syringe into vial. Maintain pressure on syringe plunger. With needle still inserted into vial, turn vial and syringe upside down. Release syringe plunger. Insulin will begin to flow from the vial into the syringe. Slowly pull back the plunger to the desired amount of insulin." H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was overfilling the cartridge and filling the cartridge with an insulin pen. Tandem technical support educated customer on correct load process. Customer declined to load a new cartridge to resolve the issue. Customer¿s blood glucose level was 180 mg/dl. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.